Event description:
It was reported that the core micro drill would not run. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During functional testing, the handpiece was found to run without user activation. Upon disassembly, widespread corrosion was discovered, including the motor assembly. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running without user activation.